Manufacturer narrative:
Migration was observed following the implantation of this biotronik device. Therefore the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
This device was explanted due to it had migrated and rv lead slack appeared to be pulled back. Should additional information be received, this file will be updated.